Event description:
It was reported that the device could not be interrogated. No pacing spikes was seen on the ECG despite re-programming. The patient was admitted to the hospital and was scheduled for device change out. Several days later it was reported that the patient died due to circumstances not relating to the issue with the ICD.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported field event of no communication was confirmed in the laboratory and was due to low battery voltage. No sources of high current drain were found during bench and automated testing. The battery was sent to the vendor for further evaluation and no anomaly was found. The cause of the battery depletion could not be detrmined.